Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that during interrogation on office visit on (B)(6) 2005 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test. The physician corrected the settings on the subsequent visit. The device was not interrogated prior to the patient leaving the office on (B)(6) 2005 as recommended by device manufacturer to ensure the device is at the correct settings. No patient adverse events were reported.

Event description:
The programming software lot number was obtained.

Manufacturer narrative:
Age at time of event, corrected data: previously submitted MDR inadvertently provided the wrong age at the time of the event.